Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the lens was removed during initial procedure. Postoperative corneal edema associated with prolonged interoperative procedure and difficulty with intraocular lens explantation. Patient was 8 weeks post operative with residual corneal edema which was not yet resolved. As per surgeon¿s prognosis patient may require additional corneal procedure and need for additional topical medications, and possible need for corneal surgery and should corneal edema not timely resolve. Additional information was requested, but further no information was available.

Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Qualified associated products were provided. A root cause could not be determined. A lens malfunction has not been indicated or information provided that the lens was the cause of the event. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).